Event description:
In 2002, the cryopreserved aortic valve and conduit was implanted during aortic valve replacement into a pt with history of fungal endocarditis. Approximately two years later, the pt reportedly acquired a "gram-negative" staphylococcus infection. No additional information was provided.